Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the batteries of this product exploded when the nurse tried to discard it. The cable of this product has already cut off when we received this product. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This follow up report is being submitted for additional information. Review of the device history record for 00515048201, lot number z000008894, identified no relevant deviations or anomalies. Product examination found that only the battery pack was returned for this complaint. The batteries inside the battery pack had ruptured due to a short circuit. This complaint is confirmed. However, the wire was cut by the customer. The reported event claimed that the battery wire of the unit was cut and later on the battery pack became hot and close to combustion. It is known that cutting the wire can create a short circuit within the battery pack. The pulsavac IFU states, ¿do not cut the battery pack cable. Cutting through the battery pack cable could lead to shock, excessive heat and/or sparks, and could result in fire and/or personal injury.¿ an action is in process to directly address customers cutting the battery cable. The root cause of the reported event is that the customer cut the wire. Cutting the wire has the risk of causing a short circuit of the battery pack. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.